Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. The patient's blood glucose at the time of incident was 480 mg/dl, which she treated with a 6-unit manual insulin injection. Troubleshooting was initiated for the prime anomaly and the customer confirmed that there was no compromised force sensor system error alarm in the alarm history. The drive support cap was also normal. The customer was advised to monitor their insulin pump and their blood glucose and to call back if further assistance was needed. The insulin pump was not returned or replaced.